Manufacturer narrative:
Additional information added for d4, d10, h3. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was overheating during testing. No patient involvement was reported.

Event description:
It was reported that the device was overheating during testing. No patient involvement was reported.